Event description:
It was reported that the nurse had difficulty interrogating multiple patients' devices, but once she used a different handheld device, she was able to interrogate and program the devices successfully. The handheld device and wand were returned to the manufacturer for evaluation, and analysis of the wand is complete. There were no performance issues or other anomalies associated with the wand that have caused or contributed to the event. The handheld analysis was not completed at the time of this report.